Event description:
It was reported that the pt experienced severe shocking, nerve pain, an infection, and involuntary movement of legs, feet and toes. The device was explanted on (B)(6) 2004. See MFR rep 3007566237201107346 for subsequent event.

Manufacturer narrative:
(B)(4).